Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Was the manual knife reverse switch attempted? If so, was the manual knife switch responsive? Did the jaws eventually open?

Event description:
It was reported that instructions needed on how to remove stapler stuck on tissue.